Event description:
It was reported the tip of the ambient super multivac 50, ifs arthrowand detached intra-operative causing a sudden loss of functionality. The physician was unable to locate the detached piece via x-ray. The site was flushed extensively prior to the procedure completion; however, the detached fragment was not found. No patient complications were reported as a result of this event.

Manufacturer narrative:
The patient identifier, age, weight and gender were not available.